Event description:
It was reported that the procedure was to treat an upper arm vein graft. There was no pre-dilatation performed. A 7 x 40 mm foxcross was advanced and pressurized when the balloon ruptured and the shaft separated at the distal marker band. It is unknown what pressure the balloon was inflated to. The separated portion was removed with a snare device. A non-abbott covered stent was implanted to complete the procedure. The procedure took over 3 hours to perform. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox cross percutaneous transluminal angioplasty (pta) catheter instructions for use states: the foxcross pta catheter is intended for dilatation of lesions in the femoral, renal, iliac, popliteal, peroneal, and profunda arteries and native or synthetic arteriovenous dialysis fistula. Based on the reviewed information, no product deficiency was identified.